Event description:
A bph procedure was completed on the patient and 2 days post op was admitted to the hospital with a perforated bowel in the distal ileum. At the time of the reported event, the surgeon noted no difficulties during the procedure and concluded the device performed as intended and unrelated to the patient outcome.

Manufacturer narrative:
H3: evaluation summary: information regarding the event was orginally reported in november 2003. At this time the operating surgeon indicated to us that he did not believe the device was related to the outcome experienced by this patient. He noted no difficulties during the procedure. We conducted an investigation and concluded the device performed as intended and was unrelated to the patient outcome. A lawsuit by the patient's family has now been initiated and the report is now being filed based on the allegations being made in the litigation. PMA/510(k)# k990851